Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. Date of event is an approximation. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. The patient experienced inaccurate cgm values the day the sensor was inserted in the arm. On 3/11/2024, the patient claimed that the reading on the mobile device showed low; however, she was hyperglycemic. She presented to the hospital where the bg was "sky high" and documented as 900 mg/dl. She was reportedly almost comatose, her body was shutting down, and she was in diabetic ketoacidosis (dka). She was hospitalized for 2 months and treated with IV insulin. At the time of the report, the patient was feeling well. There was no documentation of further medical evaluation or intervention for dka, of note, she reported she had kidney problems and is also on dialysis. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - impact code - f14 prolonged episode of care.